Event description:
Event description guidant received information that the patient with this pacemaker reported passing out. The patient had been lost to follow-up. The patient has a good underlying rhythm now in the office. The device was checked and the battery voltage was low at 1.8 volts.